Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, data file was provided for review. Analysis of the data confirmed the device operated as designed with no evidence of malfunction. Review of available data indicated CPR activity occurring during rhythm analysis, which would have interfered with proper algorithm interpretation. The complaint is closed as meets device specification. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.